Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left hip revision approximately 12 years post-op due to metal on metal complications including pain, dislocation, metallosis, loosening, lack of mobility, and infection. Revision operative notes stated slight amount of trunnionosis was found on the femoral trunnion.